Event description:
Casters on stretcher not holding. The caster would swivels from side to side whenever the brakes were set. The brake casters would lock.

Manufacturer narrative:
Replaced all four casters, stretcher working fine now, the stretcher was in storage. No one was hurt or injured.